Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous lesion in the circumflex artery. Pre-dilatation was performed with a 2.25mm trek balloon dilatation catheter at 18 atmospheres (atm). The stenosis was less than 40 percent after pre-dilatation. A 3.0x18mm implant failed to cross due to the anatomy and due to multiple attempts to cross, the proximal shaft of the delivery catheter became separated outside the patient anatomy. There were no problems withdrawing the system. Two additional balloon dilatation catheters were then used including an unspecified 2.5 mm balloon dilatation catheter at 20 atms and a 2.75mm non-compliant balloon dilatation catheter at 26 atm. A 2.5 x 18 mm implant was successfully advanced and implanted. Additionally a non-abbott stent, xience xpedition, and an unspecified drug eluting balloon also failed to cross. There was a good patient outcome. No patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: choice floppy, choice standard; guide cath: 6f al1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.